Event description:
It was reported that (1) lcsc5 was used during a laparoscopic adrenalectomy procedure. It was reported by the affiliate that the surgeon stepped on the "full" mode of the foot switch, there was a solid tone heard. However, at first when the surgeon used back "variable" it went back to normal. When reported "full" solid tone was heard again after thirty minutes. A solid tone was heard by stepping either "variable" or full. Opened another device to complete the case. There was no consequence to patient.